Manufacturer narrative:
A follow up was performed with the service engineer (se), and it was reported that the customer and repaired the device and replaced the left speaker to resolve the issue.

Event description:
Philips received a complaint the service engineer (se), reporting that the v60 ventilator displayed a "check vent: primary alarm failed" error message (1102). There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.